Event description:
Case description: investigation result: name: novopen 6, batch number: lvg5g39. A visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Mitigation codes indicating that the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes were present. Visual examination and functional testing were performed.. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm: use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. When priming it is important to repeat the priming procedure until a drop or a flow appears from the needle tip. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. Since last submission the case has been updated with the following (not yet submitted). -investigational results updated. -annex b,c,d,g codes updated in the device tab. -final report checked in EU/ca device tab. -is non-reportable selected as no. -narrative updated accordingly. Final manufacturer's comment: 13-feb-2024: the suspected device novopen 6 has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 6 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hypoglycaemia. Considering the elderly age of the patient, if any change in the diet, can lead to hypoglycaemia. However, information on diet change, concomitant medication, infection, malabsorption is unavailable for complete causality assessment. H3 continued: evaluation summary name: novopen 6, batch number: lvg5g39 a visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Mitigation codes indicating that the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes were present. Visual examination and functional testing were performed.. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. When priming it is important to repeat the priming procedure until a drop or a flow appears from the needle tip. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycaemia [hypoglycaemia] display shows error [device information output issue] case description: this serious spontaneous case received from germany was reported by a consumer as "hypoglycaemia(hypoglycaemia)" with an unspecified onset date, "display shows error(device image display error)" with an unspecified onset date, and concerned a 73 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Current condition: type 2 diabetes mellitus (duration: not reported) concomitant products included - fiasp 3ml penfill(insulin aspart) solution for injection, 100 iu/ml it was reported that the patient was hospitalized due to hypoglycaemia during use of novopen 6. Display shows error. The patient then injected again and had to go to the hospital because of hypoglycemia. The emergency service was called, exact blood glucose values are not available. The patient was in the clinic for two days. The patient injects fiasp with novopen 6 device. It was reported that needle handling was not correct. Batch numbers: novopen 6: lvg5g39 the outcome for the event "hypoglycaemia(hypoglycaemia)" was not reported. The outcome for the event "display shows error(device image display error)" was not reported. References included: reference type: e2b company number reference ID#: de-novoprod-1154258 reference notes: reference type: e2b authority number reference ID#: deu-bfarm-39571/23 reference notes: bfarm (bundesinstitut für arzneimittel und medizinprodukte), deu "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Reporter comment: needle (not specified) handling was not correct.